Event description:
The customer called to report that the screen was chipped on the inside, and the buttons were not working properly. The customer then stated that she went to the hospital yesterday with a high blood glucose of 487 mg/dl. The customer was told by the doctors that the insulin pump was not priming correctly, either. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to perform functional tests, including the displacement, prime, occlusion and no delivery tests due to the keypad anomaly. The insulin pump had a cracked case window display corner and missing end cap sticker.